Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity drug eluting stent was implanted in a patient. Fifty four days post implantation, the patient suffered a heart attack and died.

Manufacturer narrative:
Additional information: the physician last saw the patient in (B)(6) 2017 in hospital. The patient presented with chf and respiratory failure. The patient was intubated/vented and subsequently died. The cause of death was due to respiratory failure. The death was not related to the stent or ICD. If information is provided in the future, a supplemental report will be issued.